Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff experienced the iabp unexpectedly power cycle. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "unexpectedly power cycle" is not confirmed; however, the battery failed battery load test, the pump shut off approximately 35 minutes when operating on battery power after a full charge. The power switch illuminator did not light up when on "on" position. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff experienced the iabp unexpectedly power cycle. There was no report of patient complications, serious injury or death.